Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed stuck motor. The patient's blood glucose at the time of incident was 26.2 mmol/l. During troubleshooting the displacement test could not be performed. The insulin pump would no longer rewind. The insulin pump was returned for analysis.

Manufacturer narrative:
The insulin pump received with no motor movement error during rewind due to moisture damage on the motor home switch. However, the insulin pump passed self-test, sleep current measurement, and active current measurements. Unable to perform the displacement test, rewind test, prime seating test, basic occlusion test, force sensor test and occlusion test due to no motor movement error. No moisture damage was found on the electronic assembly or force sensor noted during our visual inspection. The insulin pump had scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.